Event description:
A report was received stating an 840 ventilator experienced a graphical user interface (gui) failure. Patient involvement is unknown. There was no report of patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found an error code indicating a gui inoperative (inop) condition. The cse replaced the gui printed circuit board (pcb) and liquid crystal display (lcd) panel to resolve the issue. (B)(4).

Manufacturer narrative:
The returned graphical user interface (gui) and liquid crystal display (lcd) panel were evaluated for the reported "erratic display: issue. The graphical user interface was found to have experienced an electronic component failure which contributed to the reported event. The lcd was replaced as a precaution. During evaluation the lcd was found to operate as it was intended.